Event description:
It was reported that the patient presented to the emergency room with syncope. Upon interrogation, it was observed that the pacemaker exhibited a failure to capture, noise oversensing, and high capture threshold. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: previously reported the pacemaker, new information received noted that the complaint is on the right ventricular lead.

Event description:
It was reported that the patient presented to the emergency room with syncope. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited a failure to capture, noise oversensing, and high capture threshold. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient was condition was stable.